Event description:
An ethicon echelon flex powered plus stapler (ref # (B)(4), lot # u9471d) was used with an echelon endopath staple load # gst60d during a laparoscopic procedure. The mechanism was only able to be used with the initial staple load. After that, it would not allow the used staple load to be removed from the hand piece for subsequent uses. It had to be replaced with a second stapler hand piece.